Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was difficulty loading the reload on the handle. After the loading issue was experienced, the reload was still used on the patient. Also, the reload component disengaged into the patient. For another lot, there was difficulty articulating the device. For all three lots, after reloading it was not possible to come through a 5 mm trokar (storz). No information was provided regarding patient outcome or current patient status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reload was able to be retrieved from the patient. The current patient status is no problem.

Manufacturer narrative:
Product event summary: post market vigilance (pmv) led an investigation of the reported failure of three devices. The product samples or additional supporting materials from the account were not available for this incident. A review of the device history record indicates the products were released meeting all quality release specifications at the time of manufacture. Without the physical products, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. Product analysis # (B)(4): post market vigilance (pmv) received two photographs of a device. The product will expire on 2019-07. The visual inspection of the two photo graph showed the handle of the unit. The handle has been used as indicated by blood on the handle. No damage can be observed in the photographs. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, for lot 6222023nh, the reload was able to be retrieved from the patient. The current patient status is no problem.